Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient stated the v-go applied (B)(6) 2020 fell off and the v-go applied (B)(6) 2020 loosened after 12 hours of wear. Patient stated v-go's loosen, fall off her abdomen when she bumps them.